Manufacturer narrative:
(B)(4). Method: the rd900 neopuff infant resuscitator was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the customer and our knowledge of our product. Results: the customer reported that the rd900 neopuff infant resuscitator was providing insufficient pressure before use. It was further reported by the customer that a user error in the device set up caused the insufficient pressure and that once the set up was completed correctly the unit operated as intended conclusion: user error confirmed as the root cause of the reported fault. There was no fault with the device and it is now operating as intended. The neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production.

Event description:
A healthcare facility in new york reported that an rd900 neopuff infant resuscitator was providing insufficient pressure before use. There was no patient involvement as the issue was found whilst the device was not in use on a patient.